Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during procedure to treat heavily calcified common femoral and iliac artery with moderate tortuosity with a stealth 360 peripheral orbital atherectomy device (oad), the patient expired.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported patient death appears to be related to operational context. In this case, it is possible that the reported death is related to patient disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated fields: b5, d9, e3 (correction), g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions) and h11.

Event description:
It was reported that during procedure to treat heavily calcified common femoral and iliac artery with moderate tortuosity with a stealth 360 peripheral orbital atherectomy device (oad), the patient expired. No additional information will be made available.